Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of an aneurysm with a reoccurring neck that is located in the right ica (internal carotid artery) that was previously coiled. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.50mm x 16mm) could not be released from the capture coil and it was decided to remove the pipeline by trapping the pipeline braid between the capture coil and the catheter. The procedure was successfully completed with another device. The patient awoke without incident and was discharged on an unspecified date. No patient injury was reported as a result of the procedure.